Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low total protein (tpm) result generated by the unicel dxc 800 pro synchron clinical systems for one patient. The original specimen was re-tested on this and on a different instrument and repeated results were higher . The low result was not reported out of the lab. There was no impact to patient treatment.

Manufacturer narrative:
Qc results were within acceptable ranges before and after the event. A field service engineer (fse) was dispatched: the fse inspected the instrument and noted cup module reagent syringe leakage. The fse replaced the syringe and the parts have been returned to bci for investigation. Hardware issues addressed by the fse may have contributed to this event; however, a clear root cause for this event has not been determined.